Event description:
It was reported that patient had a non-syncopal fall at home for which they did not seek care. A few days later, they presented to the emergency department on (b(6) 2025 for feeling unwell. International normalized ratio (inr) at that time was 3.5. Imaging revealed a massive retroperitoneal bleed. The patient decompensated shortly after this and was placed in the intensive care unit (ICU) where they ultimately passed away on (B)(6) 2025. The fall was mechanical. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The lvas was not returned for evaluation. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.